Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was alarming with a yellow wrench. The patient reported the alarm would not stop. The patient exchanged the mpu's batteries which did not resolve the issue. A new mpu was requested.

Manufacturer narrative:
A4 - patient weight updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number (B)(6)) alarming with a yellow wrench was confirmed via product analysis. The mpu was inspected at the pleasanton service depot. Visual inspection revealed damage to the mpu patient cable. The mpu was plugged into an ac power source, and the mpu did not power on as intended. A yellow wrench alarm was active with a constant audible tone, confirming the complaint. The alarms stopped when the patient cable was manipulated. The patient cable was replaced with a new patient cable and unit passed all applicable tests. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. At ppe, the patient cable was installed into a working mpu test fixture and upon powering on the mpu, a yellow wrench alarm activated with a constant audible tone. Hi-pot (high potential) testing was performed on the patient cable, and the voltage measurements indicated an internal wire short between the red (echo) wire and the cable shielding. The patient cable was stripped around one of the areas of damage, which revealed damage to the insulation of the red (echo) wire, which would cause a short between the red wire and the cable shield. Available information provided that log files were not available, and that the repaired mpu would return to the customer ready for use. The root cause for the reported event was determined to be due to damage of the internal wiring within the returned patient cable. The relevant sections of the device history records for the mpu (serial number (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 lvas IFU with heartmate touch section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including yellow wrench alarms) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 entitled "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.